Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed due to user manipulation of the catheter and improper assembly procedures. The 4 fr s/l groshong PICC was received with the stylet in the lumen. The distal tip of the stylet was protruding 2.4cm from the valve. The catheter length had been modified by the user from its original manufactured length. The catheter had been trimmed 5mm proximal to the 55cm depth mark and the overall length of the catheter was 56.3cm. The stylet had been reinserted after the catheter had been trimmed. When flushed, the catheter leaked from two longitudinal slits in the tubing 6mm distal to the 55cm depth mark. One slit was located in the blue stripe and was 3mm in length. The other slit, which was found in the clear portion of the tubing, was located approximately 180-degrees from the other and was 2mm in length. The edges along the slits were noted to be sharp, but somewhat granular. The surface of the slits in the tubing appeared to be a striated. It appears that the tubing was damaged with a sharp instrument and is most likely related to the manipulation of the catheter length and reinsertion of the stylet. The groshong two-piece connector was received assembled. No portion of the catheter was noted to be attached to the connector. The evidence found on the returned sample points to use related damage and an improper sequence of assembly. The product IFU provides guidance on inserting the PICC. The steps outline the proper order, which include insertion of the catheter with the stylet, removing the stylet, then modifying the catheter length. Modification of the catheter length should only be done after the stylet is removed from the catheter. The IFU also states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ the damage observed on the returned groshong PICC appears to be associated to the user not following the procedure as outlined in the IFU. A lot history review (lhr) of reap1638 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- during investigation of the sample returned for evaluation, bas engineers found that the 4 fr s/l groshong PICC was received with the stylet in the lumen. The distal tip of the stylet was protruding 2.4cm from the valve. The catheter length had been modified by the user from its original manufactured length. The catheter had been trimmed 5mm proximal to the 55cm depth mark and the overall length of the catheter was 56.3cm. The stylet had been reinserted after the catheter had been trimmed. When flushed, the catheter leaked from two longitudinal splits in the tubing 6mm distal to the 55cm depth mark.